Manufacturer narrative:
A sample device was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause was not determined. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure the plunger of the handpiece injector overrode and damaged the lens. Additional information was requested.